Event description:
Per the clinic, the patient experienced chronic infection around the abutment site and was treated with oral antibiotics. Subsequently, the abutment was surgically removed on (B)(6) 2014 and the site was sutured closed. The implanted device remains.

Manufacturer narrative:
This report filed july 3, 2014. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.